Event description:
Event verbatim [preferred term] small burn blister [burns second degree] . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient experienced small burn blister after using heatwrap on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "small burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "small burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Severity of harm was not applicable. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limiteddevice specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] herpes zoster [herpes zoster] narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. On an unspecified date, the patient experienced small burn blister after using the heatwrap. Upon follow-up received from the consumer on (B)(6) 2018, the patient reported the previously reported burn blister had been an incorrect assessment and that it was actually herpes zoster. Treatment for the herpes zoster started on (B)(6) 2018 and it was already improving faster than expected. Action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures taken included unspecified treatment. Clinical outcome of the event was resolving. The product quality complaint group provided the following investigation results. Severity of harm was not applicable. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (B)(6) 2018: new information received from a contactable consumer includes: patient details, updated event second degree burn to herpes zoster, therapeutic measures taken and event outcome. This case was downgraded from a serious, reportable medical device report. Follow-up (B)(6)2020 new information received from the product quality complaint group included: investigation results. Follow-up (B)(6) 2020 this is a follow-up report to notify us food and drug administration (FDA) that MFR report number 1066015- 2018-00070 and MFR report number 1066015-2018- 00062 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2018-00062. MFR report number 1066015- 2018-00070 is to be considered as deleted. Follow-up attempts completed. No further information expected.